Event description:
The reporter stated that the patient noticed the up arrow keypad button was sticking for two to three weeks and had a delayed response. In addition, the reporter indicated that the patient wears the pump in a pocket.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button was intermittently responsive. All of the keypad buttons did not spring back or click back as expected. There was evidence of keypad contamination found under the key contacts. In addition, the keypad symbols were worn off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.